Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling of the device - this led to an abnormality of electrical parts, and an error message was displayed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scope error due to fluid ingress inside the endoscope connector, triggering the pink moisture indicator in the plug body. This water leakage is due to physical handling. It was observed that the light cover glasses are chipped, and the adhesive was worn. It was also observed that the optical cover glass adhesive was worn, and the distal end adhesive was lifting. The angulation did not meet specifications in the up, down, left, and right angles. Also, the angle play did not meet specifications in the up and down angles. Lastly, the scope did not meet specifications during the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that a "csf scope not detected¿ on screen when plugged in". During initial inspection of the returned device, an error code "e315" unsupported scope was displayed. No patient or user harm reported. This report is being submitted as a MDR based on the reportable malfunction found during the evaluation of the returned device.